Event description:
Rotator broke during a coronary angiography procedure. Rotator seems to have come off the taper of the stopcock.

Manufacturer narrative:
The suspect device was returned for evaluation. A review of the device history record did not reveal any exception documents. The root cause is a bonding process failure between the rotator and stopcock. Complaint data will be monitored for similar trends. Adhesive was not applied per assembly instructions.